Manufacturer narrative:
(B)(4). Investigation summary the device was returned in good physical condition, with no apparent damage. The device passed preliminary functional testing. The jaws were found to be conforming with no apparent damage. The jaws opened and closed as expected. Jaw gap was within specifications. The knife advanced and returned unaided every time. The device was tested on the generator and passed all functional and mechanical testing. During functional testing both the activation and end tone was heard (activation tone when the energy button was depressed and end tone when impedance level was reached). No alert screens were displayed during testing. During investigation of the device it was confirmed that a "reposition and reactivate" and "replace instrument" error messages were encountered during the procedure, however, we were unable to duplicate these during the investigation. The ¿reposition jaws and reactive¿ alert screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). There were no anomalies noted with the functionality of the device and the device was found to be conforming.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that it was not possible to open. The blade did not come back. No patient consequence reported.